Event description:
The customer reported that the system displayed unusable image quality on mag1 and mag2. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The system is unable to focus images and needs a new image intensifier. No conclusion can be drawn as repair is unavailable and no additional service information was provided.